Event description:
During dialysis, blood leaking onto floor from top of dialyzer of sled machine. Cnc had flushed the system when the tmp rose prior to the blood leak. He also tightened red connector to dialyzer while rn was in the room and blood leak stopped momentarily. After a few minutes, you could see the connection loosen and blood leak re-appeared.